Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this lead was replaced due to oversensing with shocks after an implantation period of approximately 41 months. Biotronik received no further details with regard to the revision procedure nor the lead itself for analysis.